Manufacturer narrative:
(B)(4).

Event description:
Covidien received information that the pt was removed and placed on another device due to an 840 ventilator graphical user interface light emitting diode (led) in the breath delivery was lit. Covidien inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The ventilator passed all testing.